Event description:
During PICC placement, as the rn inserted and advanced the catheter and stylet (at approximately 10-15cm), there was resistance met and the patient expressed feeling pressure in the armpit/shoulder area. The rn was unsuccessful at attempts to advance the catheter any further ; subsequently the catheter containing the stylet was removed. A post PICC line attempt x-ray was performed and indicated there was appearance of a suspected wire fragment in the medial left upper arm. The fragment was removed and identified as the tip of the catheter stylet.